Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient was revised to address cup loosening. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (left side). Update - (B)(4) 2011 - litigation papers allege the following: subsequent to her implants, patient suffered pain and discomfort until it was finally determined, on or around (B)(6) 2009, that the asr in her left hip had loosened, dislocated and/or migrated requiring a revision surgery. Patient discovered that her blood contains extremely elevated levels of chromium and cobalt. In addition, the patient suffers hip pain, experiences a clicking in her hip when she hyper extends or rotates her hip, and suffers from other adverse health effects. Femoral head added to complaint. Patient is a resident of (B)(6). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address cup loosening. Update: (B)(6) 2011 - litigation papers allege the following: subsequent to her implants, pt suffered pain and discomfort until it was finally determined, on or around (B)(6) 2009, that the asr in her left hip had loosened, dislocated and/or migrated requiring a revision surgery. Pt discovered that her blood contains extremely elevated levels of chromium and cobalt. In addition, the pt suffers hip pain, experiences a clicking in her hip when she hyper extends or rotates her hip, and suffers from other adverse health effects. Femoral head added to complaint.